Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. The catheter¿s sc connector did have a tear in the seal near the guide ring. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in the (B)(6) and was treated with compounded baclofen intrathecal. The concentration and dose were unknown. The lot number, medical history and concomitant medications were not obtainable. The indication for use was not provided. The event context was reported as "pre-op". On (B)(6) 2016, the patient's intrathecal baclofen pump and catheter were explanted and replaced as the patient was not receiving adequate therapy. The patient had experienced returning spasticity symptoms and had no response to a bolus. On (B)(6) 2016, a (B)(6) study and (B)(6) study were performed which both showed that the pump and catheter were working well according to the scans and signs. Actions/interventions taken to resolve the issue included increased dosage and a bolus that was given to the patient. Upon opening the pump site, a slight catheter kink was found. The physician had decided to change both the catheter and pump to rule out any other issues with either device. As of the date of this report, the issue had resolved and the patient was alive without injury. Should any additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.